Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2022, ud I#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had not had adequate pain relief. It was determined that he had not had stimulation turned on and reprogramming was attempted but they were unable to get desirable coverage and got stimulation on the abdomen. An x-ray determined that one of the leads had moved since implant. The cause was undetermined and it was noted that the patient walked with the assistance of prosthetic legs and a walker so he was bent over while walking. The patient was programmed with high density settings on the lead that had not moved. The lead migration was not resolved at the time of the report and the representative was going to meet with the patient to determine if the high density settings were helping with his pain. The indications for use were spinal pain and failed back surgery syndrome.